Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient wore the pod on the skin for approximately 5 to 24 hours. The patient reported that the pink slide status did not move forward. Upon pod removal, the cannula was visible and observed to be bent. The patient¿s blood glucose was reported as 12 mmol/l (216 mg/dl). No medical intervention was reported.